Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a stonetome was used in a procedure. The exact procedure date was unknown. During the procedure, the cutting wire of the stonetome broke. It was reported that no part of the cutting wire detached and fell into the patient. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a stonetome was used in a procedure. The exact procedure date was unknown. During the procedure, the cutting wire of the stonetome broke. It was reported that no part of the cutting wire detached and fell into the patient. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h2: the content in block d4 and h4 have been updated based on the lot number of the returned device. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10: the returned stonetome was analyzed, and a visual evaluation noted that the cutting wire was in good condition which are consistent with the findings when the device was observed under magnification. No other problems with the device were noted. The reported event was not confirmed. The product analysis revealed that the device did not have any visual issue or damage, the device was submitted to a visual and microscope inspection and did not show evidence of any defect that could have contributed to the reported event. Based on all gathered information, the complaint will be documented as "no problem detected". A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.